Event description:
Related manufacturer report number: 2017865-2023-25183. It was reported during implant procedure that the atrial lead dislodged from its position and the helix was unable to be retracted. The lead was exchanged, but the second atrial lead failed to allow for stylet insertion and was also replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of the j-stylet could not be inserted was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray inspection found the inner coil over torqued consistent with the procedural damage. The cause of the reported event was isolated to over torqued of the inner coil in the connector region.